Event description:
It was reported that during preparation for a drainage catheter treatment procedure, suture breakage occurred. Upon unpacking the 8.3mm flexima regular device, it was discovered that the suture broke. There was no patient interaction with the device. The procedure was later completed with another of the same device. No patient complications were reported and the patient condition is fine.

Manufacturer narrative:
(B)(6). (B)(4). Device evaluated by manufacturer: the complaint device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).